Event description:
It was reported by the rep the device was used in an unknown procedure. It was reported the surgeon said the instrument did not fire properly. It was reported the initial clips did not feed properly and the instrument became jammed. A new clip applier was opened to complete the case. There was no consequence to the pt.